Event description:
It was reported that intermittent occlusion alarms occurred. Customer resumed insulin to resolve the issue. Tandem technical support performed a pump system check resulting in a pump replacement. Ultimately, the customer reverted to an alternate form of insulin therapy.